Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 4 lot number shipped to the customer during the time period. Batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused. Contributed to or was a factor in the reported event.

Event description:
On (B)(6) 2015 a peritoneal dialysis (pd) pt's caregiver reported a red blockage in the pt's line. On (B)(6) 2015 the pt went to clinic, had cultures drawn and was diagnosed with peritonitis. The pt was diagnosed with peritonitis. The pt was treated with intravenous (IV) antibiotics for the infection and heparin for fibrin blockage. The cause of the peritonitis is unk and the pt was not hospitalized. The pt has resumed pd therapy with no further complications, and it is unk if the event of peritonitis has resolved.